Manufacturer narrative:
H3: one device was returned for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection showed no exterior damage. Event history log review showed backup audible alarm post. Functional tests were performed, and the reported problem was duplicated. The root cause of the problem was the main board. To solve the problem, the main board was replaced. The device then passed all functional tests after the repair.

Manufacturer narrative:
Unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an audible alarm. The product fault occurred during testing. The device issue was not related to physical damage/abuse. There was no patient involvement and no patient harm/adverse event reported.